Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. PMA/510(k) number: unknown / not provided.

Event description:
It was reported that the angled driver broke during torquing. Procedure was completed using another driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) angled screw channel driver tip 24mm (ascdt24) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Fracture identified at driver's tip. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was used on an unknown tooth site (universal.) The length of the device usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was performed. DHR review was completed for the subject lot number (1230390v). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230390v) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (ascdt24). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.